Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Two open 32g x 4mm pen needle samples and four photos were returned from lot. No. 1033653, cat. No. 320559. Visual examination of the returned samples was carried out and a bent non patient end of cannula was observed on both samples. Due to the condition the samples were returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that 5bd ultra-fine¿ 4mm pen needles were unable to deliver medication. The following information was provided by the initial reporter: I have experienced an increase in the event that the drug solution didn't come out.